Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, instructions for use, drawings, manufacturing instructions, quality control data, and specifications was also performed. One device was returned for investigation. The device was returned with the handle in the open position and the basket formation was in the open position. The collet knob is tight and secure. The male luer lock adaptor (mlla) is tight. The polyethylene terephthalate tubing (pett) measures 3.5 cm in length. There was no damage noted to the basket sheath. A functional test was performed and the handle actuated the basket formation to the open and closed positions. A visual examination noted that one wire has been cut. The cut wires are blackened and at an angle. The device history record was reviewed and found no non-conformances were noted. A review of complaint history revealed this is the only complaint associated with lot number 7992482. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. The returned device was found to have a broken wire. The ends of the broken wire were blackened and at an angle, indicating the wire was exposed to a laser or electrical source. The instructions for use (IFU) contains a caution to avoid contact with any electrified instrument. All devices are 100% inspected for functionality and integrity before packaging. Based on investigation of the returned device, the likely root cause is related to product use or handling - did not follow instructions/label. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported during a percutaneous ureterolithotomy procedure, upon grasping the patient's stone and retrieval of the device, the ngage nitinol stone extractor basket wire was found broken. The device was replaced by another brand and proceeded to complete the procedure. No unintended portion of the device remained inside the patient¿s body. No additional procedures were required due to this occurrence. No adverse effects or consequences were reported to the patient due to this occurrence.